Event description:
In the literature article, "percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pt", it was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale. At a f/u (time unk), the pt was diagnosed with a new onset atrial fibrillation. The pt converted after electrical cardioversion.

Manufacturer narrative:
This reportable event came from the article: heinisch c, et.al. Percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts. Eurointervention 2012;8:717-723. Several attempts were made to gather the required missing info.